Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is cause trace to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water leakage in the main body (lens); the scope mount, free lock lever, focus ring and the main body have adhesive material; scratch perforated the cable and the cable is twisted. There was no patient involvement.